Event description:
The customer called and reported that buttons on the insulin pump were not working. The customer's blood glucose level was 235 mg/dl. The insulin pump also alarmed no delivery, resolved with a complete set change. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump had a missing end cap sticker, minor scratches on the display window and cracked battery tube threads.